Event description:
It was reported that stent dislodgement occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, the stent was dislodged during procedure while inside the patient. During the procedure, the patient was stable. Additional information has been requested but has not yet been received.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, the stent was dislodged during procedure while inside the patient. During the procedure, the patient was stable. Additional information has been requested but has not yet been received. It was further reported that no stent dislodgement occurred. The vessel was very tortuous, making it difficult to deliver the stent catheter in and causing it to be kinked.

Manufacturer narrative:
H6 device codes: corrected.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, the stent was dislodged during procedure while inside the patient. During the procedure, the patient was stable. Additional information has been requested but has not yet been received. It was further reported that no stent dislodgement occurred. The vessel was very tortuous, making it difficult to deliver the stent catheter in and causing it to be kinked.